Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in the incident, it was determined that the smart remote manager (srm) continued to fail to open. The field service engineer smart remote manager was successfully relocated to a new refrigerator. The smart remote manager was installed on the new unit, and the old glycol probe was replaced along with a latch that had been intermittently failing. A hardware test was conducted using the smart remote manager application, and all tests passed without issue. No further problems were observed during internal testing. The customer also performed a test of the smart remote manager, and all tests passed on their end as well, confirming that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es smart remote manager (srm) continued to fail to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es smart remote manager (srm) continued to fail to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date & imdrf annex a grid a supplemental MDR was submitted to reflect the correct device manufacture date & imdrf annex a grid